Event description:
Upon explant healthcare provider reported an observation during surgery of "small amount yellow serous fluid in pocket" and "implant collapsed". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 the event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, a right side deflation. Upon explant, healthcare provider reported, an observation, during surgery of "small amount yellow serous fluid in pocket". And "implant collapsed". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, crease smooth on radius assessed, as fold flaw opening. Seroma-late: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, wear abrasion observed, yellow particles inside of the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.